Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The reported problem could not be confirmed or reproduced. The device was returned to the customer for use.

Event description:
The device was used in an attempt to administer a shock to a pt (patient details not reported) using standard external paddles. The device reportedly failed to deliver energy to the pt. A lifepak 20 defibrillator/monitor was made available and used. The reporter stated the pt was not resuscitated but also indicated the pt was not viable.